Manufacturer narrative:
Section a1 - patient identifier: complete sample ID is (B)(6). This report is being filed on an international product, list number 07p51-77 that has a similar product distributed in the us, list number 7p51-21 / 31, with 510k/PMA/bla number k170317. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive alinity I total -hcg result was generated by the alinity I processing module for a patient with uterine myoma. The sample was retested and a negative result was obtained. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): sid (B)(6): initial result = 139 miu/ml (positive) repeat result = <2.3 miu/ml (negative) no impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I total b-hcg assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 76394ud01. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. The overall performance of alinity I total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot 76394ud01 was identified.

Event description:
The customer reported a false positive alinity I total -hcg result was generated by the alinity I processing module for a patient with uterine myoma. The sample was retested and a negative result was obtained. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): sid (B)(6): initial result = 139 miu/ml (positive), repeat result = <2.3 miu/ml (negative), no impact to patient management was reported.